Event description:
40 minutes into treatment, machine alarmed air detected, clamped, stopped. Air bubble noted in arterial line & top of dialyzer. Parts on catheter clamped & lines. Pump turned off. Attempted to aspirate air from arterial port. No blood returned from arterial port. No blood returned. Pt. Stated they felt fine. Initially denies sob or chest pain. Pt cough. Blood squirted from around insertion site of catheter. Dsg. Applied securely. Placed pt. In trendenleburg on lt side, o2 started. Md notified & 911 called. Pt transferred to hosp.